Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection and a lead fracture. The patient underwent surgical intervention to remove the system. No additional adverse patient effects were reported.